Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed a system fault (sf 218) and performed a safety reset. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device data logs confirmed the occurrence of system fault 218. Performance testing also confirmed that internal battery was not holding a charge. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported system fault 218 was due to a software issue. The reported battery issue was due to an isolated component failure within the device battery assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).